Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, with phenomenon 1 "residual liquid at the tip", there is a possibility that the reprocessing and aeration were not completed properly and there was residual liquid at the tip. Additionally, phenomenon 2 "gaps and cracks in the adhesion between the tip and the z-block" likely occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress caused by the chemical solution used, but it cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end and the adhesive between the distal end and server plug-in was cracked and had a gap. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.